Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two weeks post implant of this transcatheter bioprosthetic valve, mild to moderate paravalvular leak (pvl) was noted. It was suspected that the pvl was due to the valve settling lower in the left ventricular outflow tract (lvot) than when it had been implanted. Subsequently, a second valve was implanted valve-in-valve and resolved the leak. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the final implant depth of the valve was 4-5 mm on the non-coronary cusp (ncc). An angiogram root shot after echocardiogram showed that pvl developed approximately twelve days post implant. Information is provided in the future, a supplemental report will be issued.